Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the failure was confirmed. The service engineer recommends replacing the proportional and 3-way solenoid valve to resolve the issue. A repair quote estimate has been sent to the customer and is awaiting approval in order to proceed with the repair. No further investigation is required.